Event description:
Complainant alleged that while treating a pt in cardiac arrest, (age & gender unk) the device delivered a reported 13 shocks to the pt successfully via electrode pads. The device was charged to deliver energy at 120 joules and then the clinician switched the device mode from "defib" to "monitor" and the device delivered and unintentional shock to the pt. Clinician indicated that a reaction from the pt was observed that appeared that energy was delivered. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.